Manufacturer narrative:
Other relevant device(s) are: product ID: vnmf2828c174tj, serial / lot #: (B)(4), ubd: 10-feb-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 60mm thoracic aortic aneurysm. It was reported that during a post-operative CT (unknown date), a junction leak between the two devices or a junction leak between the fenestration and the covered stent was suspected. Approximately 11 days post index procedure, event was treated, were touch-up ballooning of the junction and a valiant navion stent graft was implanted. Ballooning of the junction part of the fenestration and covered stent was also performed. As a result, the leak disappeared. Evar was also performed at this time, with a non mdt excluder device. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.